Manufacturer narrative:
Analysis on the returned foot-switch resulted in an electrical failure being found. The analysis states that the lemo connector shell had been removed. The pin block appears to have been pulled exposing the stranded wire and allowing a short to occur. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the foot switch wasn't working. There was no patient present when this issue was observed.